Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge her ipg and in time lost stimulation due to inoperable ipg. As a result, the patient underwent ipg replacement, and effective therapy was restored post-op.

Manufacturer narrative:
It was inadvertently reported that the patient stopped charging their ipg leading to it becoming inoperable. However, the patient actually experienced an increased recharge burden which is what lead to the replacement surgery.